Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and no capture. It was noted there was an epicardial left ventricular (lv) lead that had been previously capped for unknown reasons. The ra lead remains in use. No patient complications have been reported as a result of this event.